Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. Should additional information be obtained, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. During the device replacement procedure, the pace/sense portion of the lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, a review of the arrhythmia log book revealed an episode of noise on the right ventricular pace/sense lead resulting in pacing inhibition approximately five seconds. The patient with this lead experienced no adverse patient symptoms. The noise could not be reproduced by isometrics. Further monitoring of the lead will be performed.